Event description:
Related manufacturer reference number: 2017865-2024-35035. During initial implant procedure, the leadless pacemaker was fixated and when attempting to release the device from the delivery catheter it was not possible to release. The leadless pacemaker and catheter was explanted and new catheter and leadless pacemaker were implanted successfully. It was noted the the tethers of the delivery catheter were damaged.